Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2015. The revision surgery occurred because of a ruptured ligament. During the revision, the original arc stem, neck, femoral head and liner were revised. The size 3 arc femoral stem and anteverted neck were revised to a k1 size 7 femoral stem, the 28mm x +3.5mm femoral head was revised to a new head of the same size, and the original 59/28 liner was revised to a 55/28 liner.